Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although evaluation confirmed the peeling of the probe, a definitive root cause of the defect could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the evis lucera ultrasound gastrovideoscope had rubber flakes peeling off the vibrator part. There were no reports of patient harm.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. During device evaluation at olympus, it was found the complaint was confirmed and the acoustic lens was peeled. Also, evaluation found the following: due to damage on the ultrasonic probe, the displayed ultrasound image was defective with missing elements which exceeds the standard value; the adhesive on the bending section cover was detached and had a crack; due to a scratch on bending section cover, water tightness was lost; the universal cord had buckling; the paint on air/water-cylinder was peeled; the mouthpiece was loose; the objective lens had a crack; and due to damage on the charged coupled device unit, the image had shadows. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to external forces. The event can be prevented by following the instructions for use which state: chapter 3 preparation and inspection bore scope inspection 3. Visually check that there are no abnormalities such as cracks, dents, bulges, edges, scratches, protrusions of metal lines from the inside, protrusions, slack, deformation, bending, adhesion of foreign matter, or falling off of parts on the outer surface of the entire length of the insertion section including the curved section and the tip section. Olympus will continue to monitor field performance for this device.